Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has experienced high blood glucose levels for the past three days. The reported blood glucose reading at the time of the call was 33 mg/dl. The customer was also feeling light headed. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have supplies to continue troubleshooting. Nothing further was reported.